Event description:
The customer reported via medwatch: "all electrical function of intra-aortic balloon pump suddenly stopped. Nurses immediately plugged it into another electrical outlet, the pump functioned again for approx. Three minutes and shutdown again. It was immediately removed from to and replaced."